Event description:
It was reported that the patient was hospitalized for colitis. As the patient was being moved she went asystolic and was paced externally via the in-room crash cart. During device interrogation, lead noise and an abrupt increase in rv and lv capture threshold were observed. Further interrogation revealed that inappropriate atp therapy was delivered due to the noise. Programming changes were made. The patient remained hospitalized with an escape rate of 45 bpm. Lead revision was postponed until management of colitis was completed. It was later reported that the patient expired the next day. It was reported that the cause of death was unknown.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was hospitalized for colitis. As the patient was being moved she went asystolic and was paced externally via the in-room crash cart. During device interrogation, lead noise and an abrupt increase in rv and lv capture threshold were observed. Further interrogation revealed that inappropriate atp therapy was delivered due to the noise. Programming changes were made. The patient remained hospitalized with an escape rate of 45 bpm. Lead revision was postponed until management of colitis was completed. It was later reported that the patient expired the next day. It was reported that the cause of death was unknown.